Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant product(s): item # 00450004500, tm ankle tibial base size 5, lot 00077003944; item # 00450002500, talar component green size 5 right, lot # 0062428993n; item # 00493600703, locking one-third tubular plate 7 holes 94 mm length, lot # 00060864063. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 05154, 0001822565 - 2018 - 05155, 0001822565 - 2018 - 05157.

Event description:
It was reported that approximately three (3) years post implantation, the patient noted clicking/locking, with mild swelling and stiffness. X-ray has also indicated subsidence of the talar component. No medical intervention at this time. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: reported event was confirmed by review of radiographs. X-ray review demonstrated the subsidence of the talar component. There is also slight increase in density of the talus adjacent to the component. The syndesmotic screw fracture that was previously reported could be a contributing factor to the subsidence. Hcp recommends a CT exam to exclude talar fracture as a cause of subsidence. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.